Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump where it was reported that the battery area is smoking. A new battery was installed and now the pump will not power on. The event happened during testing. No physical damage reported, no prongs on the power plug were bent or broken, and no bare metal wires were noted. No spillage was seen on the pump. There was no patient involvement, no harm and no delay in therapy.

Manufacturer narrative:
Device received for evaluation. Confirmed customer¿s complaint that the device will not power on. Confirmed customer¿s second complaint of the device having an abnormal odor or smoke coming from the device. Device does not power on in alternate current (ac) or direct current (dc) power modes. Device failed self-test as a result. Replaced the main chassis and main power supply. Device now powers on in ac and dc power mode. Device passed self-test with no error alarms. Probable cause for the abnormal odor / smoking issue is burnt component on the main power supply. Probable cause for the device not powering on is the main chassis had physical damage consistent with normal wear and tear. During inspection the device was received missing the battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause is missing components (battery). During inspection found the keypad assembly and ac power cord to be damaged. Verified discrepancies through visual inspection. Replaced the keypad and ac power cord. Probable cause is physical damage consistent with normal wear and tear.